Event description:
A patient with esophageal varices underwent an endoscopic banding procedure. The physician used a cook endoscopy six shooter saeed multi-band ligator to perform the procedure. Three bands were successfully deployed. The physician attempted to band one more varix, but the last two bands would not deploy. It was reported that the endoscope "kinked" when difficulty was encountered. The procedure was completed after use of this product; no additional medical procedures were required due to this occurrence. Nothing had to be retrieved from the patient. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report. The barrel was not returned for evaluation. Only the handle with the trigger cord attached and the loading catheter were included in the return. The handle was in the firing position and functioned properly. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned components. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because, the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for the reported observation was unable to be determined because the condition of the device prohibited a full evaluation (i.e. Only three components were able to be returned for evaluation). A discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. However, we can provide the following comments: the information provided indicated the endoscope used had received previous repairs. A previous repair could have compromised the accessory channel of the endoscope. Band deployment difficulties can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The information provided indicated the endoscope "kinked" when difficulty with band deployment was encountered. Curving or "kinking" of the endoscope can occur if the handle is rotated further after band deployment difficulty is experienced (perhaps due to a compromised accessory channel restricting movement of the trigger cord). The instructions for use for this product line contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulties includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can also restrict trigger cord movement and result in band deployment difficulty. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met all manufacturing requirements prior to shipment. Conclusions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.